Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was in the hospital (¿for other concerns¿) and went to turn off their implantable neurostimulator (ins) and the end-of-service (eos) symbol/message came up. The eos was confirmed by device interrogation by the manufacturer¿s representative and this information was communicated to the patient. It was also reported that the ins battery depletion was premature and that the patient¿s programming used the continuous mode. No actions had been taken as of the time of report the patient¿s health concerns was the current priority. Discussion of the neurostimulator issue was to be discussed ¿down the road¿ once the patient got back to good health. There were no reported complications or symptoms reported associated with the event and the patient status at the time of report was noted as ¿alive ¿ no injury¿. No other details or an outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).